Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir was leaking. Customer blood glucose reading at the incident was 177 mg/dl. The leak was past both o-rings. The reservoir will be returning for analysis.